Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported unintended system motion ¿the link/suture was observed to be loose upon removal of the proglide device from its packaging¿ could not be determined. It may be possible that inadvertent manipulation of the lever during removal from packing resulted in the loose link. Additionally, manufacturing review of the scrap report revealed there was no scrap related to verification of the link during manufacturing or after packaging. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9 - device available for evaluation updated from yes to no

Event description:
Subsequent to the initially filed MDR report, the following information was received: another proglide device was used to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the proglide device was already deployed before usage on the patient. The link/suture was observed to be loose upon removal of the proglide device from its packaging. The device was not used in the patient. Another device was used to achieve hemostasis. No additional information was provided.